Manufacturer narrative:
Air conditioning system repaired; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray was not ready due to a tube rotor problem caused by high room temperature on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.